Manufacturer narrative:
The condition of failure code 16:310:903:0002 was confirmed through the event history due to a faulty user interface module. The user interface module was replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of failure code 16:310:903:0002.

Event description:
During review of the event history by baxter it was determined that a failure code 16:310:903:0002 occurred on all three channels during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as unremediated.